Event description:
Customer reports the softclix lancet will not prick her finger. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred. No adverse event reported. Upon evaluation by the MFR, it was confirmed that the lancet will not retract. Requested return of suspect device and replacement was sent. Softclix lancet lot number wim268.

Manufacturer narrative:
The suspect product is the softclix lancet.